Event description:
The patient's lvad heartmate 2 controller was experiencing controller fault alarms due to driveline damage. The controller was not transmitting data to the monitor, therefore unable to evaluate lvad numbers or make changes to lvad parameters due to this. The patient remained stable throughout.